Event description:
Fall from speciality bed. Patient on speciality bed as a high risk for developing pressure ulcers, and had existing (pre-hospitalization) pressure ulcer. Pressure ulcer protocol included placing patient on barimaxx ii with maxxair expandable turning surface (ets) mattress. Patient was confused and restless. Posey sitter ii placed under the patient's legs as protective measure. Posey sitter had gone off several times and nurse needed to adjust the patient's legs back into the bed. Nurse had left patient's room for approximately ten minutes when the bed alarmed and the patient was found on the floor. Patient was in no acute distress, confused, reported no pain, but had fallen on his head. CT scan of the head was negative. Nursing staff indicates that the slippery surface of the maxxair ets overlay mattress contributes to patients slipping off the beds and is a safety concern. Both siderails of the bed were in use and the patient was being frequently checked by nursing staff as part of the fall prevention protocol. Staff believes slippery surface of mattress contributed to the fall from the bed. The sheet was not off the bed and the overlay was secured to the frame.